Event description:
During a procedure to implant a nail, the tab on the percutaneous insertion handle broke off during the insertion process. Surgeon removed the handle and nail and noticed the small tab had broken off. Surgeon was unable to retrieve the broken piece. Another set was opened and surgeon used another insertion handle to complete the procedure.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. Review of mfg records of this particular lot number has been requested.